Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: there were pump reboots associated with the normal clearing of a replace battery alarm and call service (cs 064) alarm during prime errors. The black box showed no evidence of a no power event. The pump powered on with the returned battery cap which was able to fully tighten. The battery compartment was intact and the pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and no evidence of moisture or loose components were observed. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.